Event description:
It was reported that the t:slim x2 pump's battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into a working outlet and wait for at least 30 minutes, after which the pump began charging successfully. No further assistance was required.